Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty modem (B)(6) 2g ( serial number: (B)(4)) tripped the circuit breaker and upon power up of the modem, there was visible smoke. Upon follow up, the pdrn confirmed the smoke coming from the modem not the cycler. The pdrn stated that there was melting, and electrical heat damaged observed. There were no reports of leaks from the modem. The pdrn stated that there weren¿t any pictures available. The modem was returned to the manufacturer for physical evaluation. The pdrn stated that a new modem was sent to the patient. The patient was able to complete treatment on the cycler and is continuing pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn did not observe any obvious wiring issues. The modem was plugged into the same outlet as the cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The modem showed no visible damage and did not have a smoke odor. Verified via multi-meter that no electrical short existed between power and ground terminals on power adapter. Some debris (corrosion) was noted near the antenna connector. This did not impact unit¿s ability to make a cellular connection once antenna was attached. Power adapter was connected, and modem lit ¿pwr¿ led to green and ¿ls¿ led blinked green. The serial cable was attached (no change in status). The antenna was connected and after a brief delay, modem lit 2 signal strength leds to green. The modem was allowed to sit on a lab bench for approximately 6 hours and periodically monitored for abnormal smell or temperature. After 6 hours of elapsed time, no abnormal smell was detected at normal operational temperature. The modem performed as intended and no smoke was detected. An operational validation was not performed, rather the unit was powered on and monitored.